Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer performed a pump reset with guidance from technical support, successfully resolving the issue and starting their sensor session without further errors.